Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2012. The pad-pak was removed and reinstalled on three occasions during this time. Multiple manual power ups of ten minutes duration were recorded between (B)(6) 2012 and the last log entry on (B)(6) 2015. The pad-pak became depleted during this time and further pad-paks were installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.